Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that infusion set's tubing detached at the quick release. Reportedly, the part where the cord went into the infusion set got disconnected at the quick release. Also, the infusion sets were brand new. The site was hip and stomach area and the pump was on the right side. The infusion was used for 3 days. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.